Event description:
It was reported that acute thrombosis and chest pain occurred. The target lesion was located in the mildly calcified mid right coronary artery. A 4.00x20mm promus element plus drug-eluting stent was advanced and deployed to the target lesion. Two stents were placed, the 3.5x20mm promus element stent was placed in the distal right with 80% stenosis and the 4.0x20mm promus element stent was placed in the proximal right with 90% stenosis. During inflation, an "unstable plaque" was noted in the 4.0x20mm promus element stent. Dilation at 11 atms was performed. There was a slow flow phenomenon that occured after the 4.0x20mm promus element stent was implanted. No angiographic evidence of dissection and thrombus. Following the procedure, the patient developed chest pain in the holding area and was sent back for cardiac catheterization. Thrombosis in between the two stents was found. The patient was treated with a angiojet. The procedure was completed with this device. No further complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).